Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument broke down. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Upon further review, it was identified that the maryland bipolar forceps instrument involved with this reported event was continued to be used and not returned for evaluation. The instrument was later returned after subsequent use and failure analysis was completed. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.